Manufacturer narrative:
Pending evaluation.

Event description:
Revision surgery possibly due to poly wear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of prosthesis wear. However, the cause of the prosthesis wear could not be determined becauase the device was not available for evaluation and no further information was provided.

Event description:
Revision surgery possibly due to poly wear.

Manufacturer narrative:
Corrected data: after review of the information for this event, it is discovered that this device was inappropriately reported. All information for the event is captured and accurately reported in MFR # 1038671-2016-00627. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00575 and 1038671-2018-00576.